Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware and drawers were failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers failed to recover. A field service engineer (fse) attended an issue where a half-height cubie drawer had failed and was missing from the medication application configuration. The fse replaced the half-height cubie bus module and the drawer controller boards. The fse reseated the row board cable connections and ensured all cubie trays and pockets were properly reseated. After these actions, the fse tested the system and confirmed that all pockets and the drawer were successfully recovered. Finally, the fse completed preventative maintenance service on the medication station to ensure continued reliability. The system functioned as intended after the field service engineer repaired the device.